Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long term effects are not completely understood. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (pacing issues/loss of pacing) likely contributed to the embolization of the initial valve during deployment, the deployment of a second valve and the subsequent recapture and repositioning of the initial valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the procedure, using guide wire pacing, the initial 29mm sapien 3 valve embolized into the aorta due to insufficient rapid pacing. A second sapien 3 valve was successfully deployed. During a post deployment scan, it was observed that the initial valve was not stable and had moved further down the aorta. A corrective procedure was initiated in order to move the valve further into the thoracic aorta. However, this was not possible. A lasso was inserted via a transseptal approach. The valve was hooked and tracked back into the ascending aorta. The initial valve was then post dilated using two balloons and successfully anchored. At the time of the report, the patient was doing well. Both valves remain implanted in the patient. Information regarding the native annular diameter or the degree of valvular calcification was not provided. Per medical opinion, the embolization of the initial valve was due to ¿pacing¿ issues.